Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ malposition') in an adult female patient who had essure (batch no. E01922) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal distension ("bloating") and memory impairment ("forgetfulness"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, abdominal distension and memory impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, memory impairment, menorrhagia and pelvic pain to be related to essure. The reporter commented: insertion details-on left cornua and 10 on right cornua diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: conclusion: truncated endometrial cavity, malpositioned essure coils may transverse the myometrium and extending into the peritoneal cavity. No opacification of the fallopian tubes, no peritoneal spill. Batch no e01922 , production date 2015-06-09, expiration date 2018-06-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2020: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ malposition') in an adult female patient who had essure (batch no. E01922) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal distension ("bloating") and memory impairment ("forgetfulness"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, abdominal distension and memory impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, memory impairment, menorrhagia and pelvic pain to be related to essure. The reporter commented: insertion details-on left cornua and 10 on right cornua diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: conclusion: truncated endometrial cavity, malpositioned essure coils may transverse the myometrium and extending into the peritoneal cavity. No opacification of the fallopian tubes, no peritoneal spill. Most recent follow-up information incorporated above includes: on 11-dec-2020: mr received- lot number added. New event endometrial ablation performed concomitantly with the essure micro-insert implantation nos were added. New reporter, insertion details were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ malposition') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal distension ("bloating") and memory impairment ("forgetfulness"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, abdominal distension and memory impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, memory impairment, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: reporters details updated and patient demographics and laboratory data were added. Essure indication updated. Essure indication updated. Injury events was updated to pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), bloating, forgetfulness, migration/malposition. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.